Event description:
Pt alleges receiving implants in 5/82. Pt also alleges "I first started with severe chest pains, chronic bladder problems in 1984. I had atypical rheumatic disease in 1987 and was hospitalized for 6 weeks on respirator. I since have been diagnosed with raynaud's disease, atypical connective tissue, fibromyalgia. I don't sleep, always in pain. I had a bad mammogram in 1996 which 3 drs said was a tear in implant and skin problems in 1996." Reference medwatch #1009733.